Event description:
It was reported that intermittent cartridge alarms occurred during the load sequence and during insulin delivery. There was no adverse impact to the customer¿s blood glucose level. Reportedly the customer continued to use pump for insulin therapy.